Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller to remove and inspect cartridge, discard cartridge with damaged o-ring, clean pneumatic tap area, and fill and load new cartridge, after which pump resumed insulin delivery successfully; no replacement cartridges were provided, and caller was advised to monitor system performance and acknowledged instructions.